Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after changing infusion supplies at midnight and eating cookies, while using a contact detach set, with a reported peak of 238 mg/dl and duration of hyperglycemia until the morning, after which glucose returned to range without changing supplies. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no backup therapy, and no ketone testing. Investigation included a review of user-reported history and troubleshooting education focused on potential postprandial hyperglycemia and supply change timing. Investigation of this case revealed that blood glucose stabilized without device changes, supporting user attribution to food intake rather than a device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors, specifically carbohydrate intake proximate to a supply change, with no device problem identified.